Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 930mg/dl. The customer stated that her son passed away a few weeks ago, and the event leads to rise her blood glucose. Troubleshooting was declined as customer believes was due to the bad reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please medwatch report # 3004209178-2013-96860.